Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a protege gps device to treat a moderately tortuous plaque lesion in the common iliac artery. The lesion was reported to be 80mm in length and the vessel was reported to have a diameter of 100mm. The device was removed from its packaging and inspected with no issues noted. The IFU was followed during preparation of the device. Embolic protection was not used. The size and make of the sheath or guidewire was not known. The device was reported to have passed through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. It was reported that during the procedure, the catheter tip was kinked. Removal difficulties were experienced when removing the device and the delivery catheter caught on the previously deployed stent causing inaccurate delivery of the stent to an unintended lesion. Further difficulty was experienced following stent deployment upon withdrawal of the device.

Manufacturer narrative:
Product analysis: the protégé gps was returned for analysis with no ancillary devices included. Visual inspection: the protégé gps was removed from the bag and inspected. It was noted the safety knob was loosened. Approximately 0.2cm of the stent was exposed outside the distal rim of the catheter. Approximately 8cm of the stent remained loaded the catheter. The inner exposed outside the catheter was bent at an approximate 45-degree angle. Functional testing: a 0.035" guidewire was front-loaded without resistance. The deployment system was inserted in the deployment app aratus within the lab with the guidewire loaded. A 3 lbs of force was applied and the stent did not deploy or move forward within the catheter. The catheter shaft was soaked in water for approximately 24 hours. A 0.035" guidewire was front-loaded without resistance. The deployment system was inserted in the deployment apparatus within the lab with the guidewire loaded. A 3.27 lbs of force was applied and the stent did not deploy or move forward within the catheter. Manufacturing engineering inspected the unit. No signs of a manufacturing related defect were noted. If information is provided in the future, a supplemental report will be issued.